Event description:
On rounds the nurse found the mediport dressing saturated with orange colored fluid. Adriamycin was infusing through the mediport. The infusion was stopped and the doctor was called. The site had good blood return when tested. The patient was lying on the mediport side. The area under the tegaderm dressing was red and painful. The mediport continued to leak with saline flush. The area was edematous and oozing fluid. Four days later, the mediport was removed by the surgeon and at that time it was discovered that there was a break in the catheter.